Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent peritoneal catheter implantation that subsequently presented a leak and catheter rupture was identified. The operator of the product that was involved was a health professional. The catheter was not repaired. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not load to or extend patient hospitalization. There was no patient injury.